Event description:
It was reported that the tip of screwdriver broke during use at a spinal procedure at c4-t3. The broken tip was retrieved from the body. No pt complications were reported.

Manufacturer narrative:
(B)(4). The submitted pictures appear to show the location and orientation of the fracture is consistent with excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.